Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access & delivery catheter was used in the hilar bile duct area during a biopsy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the spyscope ds was used to perform mapping biopsy in hilar cholangiocarcinoma in several areas. When this device was pulled out from the endoscope at the end of examination, it was noticed that the working channel sleeve protruded. Reportedly, no part of the device detached inside the patient. The procedure was completed with this device. There were no patient complications reported as a result of this event.